Event description:
It was reported that bd nexiva sp with maxzero difficulty disengaging needle. The following information was provided by the initial reporter: "user went to insert an IV and complete blood work on patient. Good insertion technique on IV, blood return was good. Needle able to retract but could not pull needle off catheter. X3 rns attempted to separate needle and IV catheter. IV had to be removed as it could not be separated. Once IV out of patient and pulling on both ends IV catheter and needle with force able to separate. Residue of glue on the IV hub where the needle attaches to.".

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 383556 and lot number 4178018. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.